Manufacturer narrative:
The reporter's strips were returned for investigation. Returned test strips were measured with a retention meter with lin 3 control. Testing results (qc range = 4.1 ¿ 6.8 inr) qc 1: 5.1 inr, qc 2: 5.3 inr, qc 3: 5.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation is lay user/patient the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter results were 5.7 inr at 9:45 am and 5.6 inr at 9:47 am. The laboratory result was 2.8 inr. The laboratory result was taken within minutes of the meter results. The laboratory result was believed to be correct. The patient¿s therapeutic range is 2.0-3.0 inr.